Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
The patient was getting pulsating in back last night, like something was going on with the implantable neurostimulator (ins). The patient¿s health care provider (hcp) reported that the patient may have spoken to a company representative but they had no additional information. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up will be sent.